Event description:
The user facility reported that the endotracheal tube was checked for leaks prior to pt use and no leaks were detected. After an unk amount of time in use, the device was observed leaking at the cuff. No adverse effects to the pt were reported.

Manufacturer narrative:
Smiths medical has received the sample device. A full eval is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow up report detailing the results of the eval once it is completed.